Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 131 mg/dl at the time of the call. Customer states, they are unable to exit the "preparing to prime" loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed the displacement test. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.